Event description:
(B)(4) 2012. No serious injury alleged. Malfunction alleged. The brake handle is not working properly. The dealer says he thinks it has something to do with the spring that functions when the handle is squeezed. MDR filed.